Manufacturer narrative:
One 12tlw805f35 catheter with a 1.5 cc syringe was returned for examination. The reported event of balloon issue was confirmed. Balloon inflation testing was performed, and back pressure indicated occlusion was observed from the balloon inflation lumen. The balloon was cut, and the inflation lumen was found to be occluded with an unknown clear material. No other visible damage or inconsistency was observed from the catheter body. An unknown particle was sent to chemistry for further analysis. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The ir spectrum of unknown material showed similar absorption characteristics when comparing to zein (protein based material). Using a spectroscopy it was detected the following elements in the unknown particle: carbon, iodine, sodium and chlorine. An investigation is underway to see if the substance found is used in the manufacturing process.

Manufacturer narrative:
As per chemistry analysis of the unknown material found in the inflation lumen, the spectrum analyzed is consistent with zein. Eds analysis shows presence of carbon, oxygen, chlorine, and iodine. The bill of materials of the product was verified, and this substance was not identified to be used in the catheter manufacturing process. The occlusion was determined to be identified as contrast material. The likely cause for occlusion is contrast left in the device. Contrast medium is used at the customer site and not part of the manufacturing process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that before use in a patient, the balloon of the fogarty catheter would not deflate. There was no allegation of patient injury. The product was available for evaluation.